Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 322 mg/dl, low co2 levels, and diabetic ketoacidosis. The cause of elevated bg was a "viral trigger" as reported by the customer. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, fluids, and nausea medicine. Reportedly, the customer was released with the issue resolved and no permanent damage.